Event description:
During implant procedure, the right atrial (ra) lead became dislodged. The ra lead helix could not retract to reposition the lead so the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix failure to retract and lead dislodgement. A complete lead was returned in one piece for analysis. As received, the helix was fully extended, clogged with blood/tissue, and within product specification. X-ray found the inner coil at the connector region was severely over torqued, consistent with procedural damage. After cleaning, the helix was able to retract and extend by applying torque directly to the inner coil at short length. The cause of the reported event of helix failure to retract was isolated to the helix being clogged with blood/tissue and the inner coil being over torqued.